Manufacturer narrative:
Field service technician on site determined that comm sled has a short on the circuit board. The short on the comm sled also affected the power supply. The technician replaced the comm sled and power supply and returned the comm sled to san diego for investigation. There were two cases opened for this incident; (B)(4) captured the initial customer contact and dispatch of field technician for repairs. Case (B)(4) was opened to document the parts return and investigation of root cause.

Event description:
Customer reported visible smoke from the back of the anesthesia device. Device shut off immediately. No harm was caused to patient or user.